Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient's elbow arthroplasty was revised due to ossification.

Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. Device history records cannot be reviewed since the part and lot number is unknown. . This device is used for treatment. Product history search cannot be completed since the part and lot number is unknown. A definite root cause cannot be determined with the information provided.